Manufacturer narrative:
We have reviewed the device history records for this lot from finished product packaging to the hide batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. The deviations noted were not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint. If you have any questions, please feel free to contact us.

Event description:
Twenty-four hrs after treatment in the nasolabial folds with zyplast the physician noted that the pt had bruising, small white bumps, redness, swelling, and a rash at the injection site. The collagen was coming out when pressure was applied. Four days later the physician noted that the pt's nasolabial folds were scabby and crusty. The physician prescribed valtrex, keflex and bactroban for possible infection at the treatment site.